Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered correction boluses for treatment of blood glucose levels (value not reported). Customer was hospitalized for diabetic ketoacidosis and treated with insulin drip. System check indicated that the pump was performing as intended. Tandem technical support recommended that customer consult health care provider regarding pump settings.